Event description:
It was reported that the touchscreen display was unresponsive. The customer was able to get a response from the middle of the screen but no other locations. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.